Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The physician opted to monitor the device. The patient was stable before, during and after the event.